Manufacturer narrative:
(B)(4). Explant date: lens remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Correction: health professional should have been checked. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report from a surgeon that a patient who was implanted with an intraocular lens (iol) in the left eye has progressive calcification of the iol. He noted that the patient experiences glare and visual symptoms typically associated posterior capsular opacity. A nd:yag of posterior capsule opacification failed to improve the opacities. Outcome significantly interferes with some activities of daily life. At this time the iol remains implanted but consideration of a lens exchange is ongoing.